Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error due to excessive force used prying/leveraging the device during insertion.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual inspection identified that the distal end of the tip of the chondral pick, ankle arthroscopy, 60 degree had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force used prying/leveraging the device during insertion.

Event description:
On 09/13/2023, it was reported by an arthrex subsidiary employee via sems-06030389 that an ar-8655-06 chondral pick broke inside the patient, causing difficulties for the doctor to remove the broken part. No additional information was provided. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.